Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 1 of 5 on the home choice (hc). The caregiver (cg) stated the supply bag became disconnected in dwell 1 causing the 2240 alarm. The technical service representative (tsr) explained the s/e 2240 and cleared the alarms so the cg could remove the cassette and bags. The cg would reset up again with new supplies. The tsr referred the cg to the on call nurse for further medical instructions. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; the supply line disconnected from the bag. The caregiver (cg) stated the supply bag became disconnected in dwell 1 causing the 2240 alarm. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.